Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. As received, the battery would not charge. Upon eval, there was corrosion on the pca board inside the battery pack. The cause of the inability to charge is the corrosion on the pca board. The cause of the corrosion is liquid contamination. The root cause of the contamination cannot be positively identified but is likely ingress. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) female pt contacted zoll customer support to report that her charger indicated a battery problem with one of her batteries. The pt was issued a replacement battery pack.